Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). The customer tested the unit and found no issues. No further details on cause or repair.

Event description:
The hospital reported the unit had an error that resulted in a loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case completed. There was no report of patient injury.